Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1 and h2. Section b5: additional information received per the discovery form (df) states the patient has a history of factor v leiden. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. The indication was deep vein thrombosis (dvt) and bilateral pulmonary embolism (pe) with failed anticoagulation therapy. Medical history includes factor v leiden deficiency. The device was deployed between the l2-l3 region. Under fluoroscopy the filter was noted to be open with no problem or difficulty. The patient is reported to have tolerated the procedure well. The filter subsequently malfunctioned, perforated the ivc wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. The patient reports shortness of breath, headaches, dizziness, frequent falls, swelling and pain of the legs and feet, cannot walk long distances, and anxiety related to the device. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post implant imaging available for review the reported perforation could not be confirmed. Additionally, without post implant films for review the report of clotting, occlusion, and blood clots could not confirmed of a cause be determined. Anxiety, shortness of breath, headache, dizziness, a fall, swelling and pain of the legs and feet, decreased mobility and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Describe event or problem: in addition, the patient is reported to have experienced shortness of breath, headaches, dizziness, frequent falls, swelling and pain of the legs and feet, cannot walk long distances, and anxiety related to the device. The indication for the device implant was deep vein thrombosis (dvt) and bilateral pulmonary embolism (pe) with failed anticoagulation therapy. There is no additional information regarding the patient¿s medical history. The device was placed via the right femoral vein and deployed between the l2-l3 region. Under fluoroscopy the filter was noted to be open with no problem or difficulty. The patient is reported to have tolerated the procedure well. As reported in the legal brief, the patient underwent placement of a trapease filter. The filter subsequently malfunctioned, perforated the ivc wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. In addition, the patient is reported to have experienced shortness of breath, headaches, dizziness, frequent falls, swelling and pain of the legs and feet, cannot walk long distances, and anxiety related to the device. The indication for the device implant was deep vein thrombosis (dvt) and bilateral pulmonary embolism (pe) with failed anticoagulation therapy. There is no additional information regarding the patient¿s medical history. The device was placed via the right femoral vein and deployed between the l2-l3 region. Under fluoroscopy the filter was noted to be open with no problem or difficulty. The patient is reported to have tolerated the procedure well. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post implant imaging available for review the reported perforation could not be confirmed. Additionally, without post implant films for review the report of clotting, occlusion, and blood clots could not confirmed of a cause be determined. Anxiety, shortness of breath, headache, dizziness, a fall, swelling and pain of the legs and feet, decreased mobility and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, perforated the ivc wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.   The product was not returned for inspection. Manufacturing records (DHR) could not be performed as the product catalog and lot number were not available.   The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc wall, blood clots, clotting and occlusion of the ivc do not represent device malfunctions. The instructions for use (IFU) lists possible procedure complications including, but are not limited to, the following: perforation of the vessel wall, restriction of blood flow, occlusion of small vessels, intimal tear, and thrombus formation. Also according to the IFU, possible long-term complications associated with filter implantation include, but are not limited to, the following: filter perforation of the vena cava wall. It is possible that patient, procedural, and/or pharmaceutical factors may have contributed to these concerns. Without procedure films for review, and given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, perforated the ivc wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.